Manufacturer narrative:
Motion interrupt pan.

Event description:
It was reported by service report that the black pan (motion interrupt pan) has fallen off. It is unk if there was pt involvement, however, no adverse consequences are reported.